Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The device was not returned for evaluation. Analysis of the data logs revealed a spike in motor current followed by an increase in purge pressure. Based on the available information, the root cause is most likely biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 70-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure 5-10 minutes into the case. The purge cassette was swapped but the high purge pressure remained. The pump was subsequently exchanged. No further information was provided. There were no reports of harm to the patient.